Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that her dad was visiting her, and noticed that she was not feeling well, and took her to the hospital. The customer was still in the hospital at the time of the call, and was being treated with manual injections and IV. Nothing further was reported.